Event description:
I am starting to develop epilepsies and some pain on the rear right side of by brain, I have a lof of disturbances on my right side of the ear. In cold weather my ear (the right side) hurts, some nose bleeding especially on the right side. I don't have complete info about the material, doctor or care of the brain implant. So I don't know the compatibility between the chemistry of the brain and the implant or how toxic it will become over time, I am scared to get infection or cancer out of it, since I got small amount of info. The problem is that I found out I had this on me for a while by disturbances and medically malpractice, I never gave consent or sign anything for it. I got restrained to know more about this experimentation and I an getting collateral damage on public.